Manufacturer narrative:
Although requested, no additional information regarding the device complaint has been provided, the device has not been returned and the root cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer has reported that the battery would not stay inserted in their AED. They reported that this did not occur during patient use.